Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis ==> one video was provided. The vide provided shows a device clamped over tissue, after the firing sequence is completed bleeding is observed at the 00:38 mark and throughout the video. The staples that are appreciate can be seen with the complete formed shape. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what were the indications for surgery? Benign tumor of upper lobe of left lung . Did the issue occur on the first firing of the device? 4th firing . Were any successful firings completed with the same device after the event? Not used this gun any more . What is the current patient status? Stable and left from hospital

Event description:
It was reported that during the endoscopic lobectomy, when severing the pulmonary artery, after fired, found the patient was bleeding. The surgery changed to open surgery, compression hemostasis and suture were used to stop bleeding. The surgery delayed about two hours. The patient is stable and in the hospital now. The patient¿s length of hospital stay is not extended.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58008. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Evidence of the (B)(4) used to produce the staples in the vasecr35 reload was found on the drivers of all 4 cartridges (b, c, d, e) returned. This indicates that staples were loaded into the cartridges when they were manufactured.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58008. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.